Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) of an administration set that was leaking before usage. There was no patient involved or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent tot the plant for an evaluation and the sets were visually checked. The sample's analysis showed a cut on tube of the set; therefore the reported condition was confirmed. A definitive root cause has not yet been identified. The review of the labeling of the involved batch did not show any issue and the labels were conforming as per internal procedures. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.